Event description:
Drill bit went easily through the drill adaptor guide tube and as soon as drilling started, the drill adaptor guide locked on the drill bit and would not move. A switch was made to second drill adaptor guide tube and same problem occurred after a few holes were drilled.